Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 08/18/2016- per sales representative, facility reported that a patient was receiving a 12ph medication every 8 hours for over a week through a powerglide. It was stated that the powerglide started leaking and the catheter was removed. Upon removal a hole was reported in the catheter a third of the way up from the hub. No patient injury reported.